Event description:
On 05/06/2008, the patient reported that on three days earlier, 3 infusion sets fell off of her body. She stated that she woke up to find the infusion set had fallen off during the night and she replaced it with a new infusion set. This infusion set was in place for 3-4 hours and fell off during normal activity. She again replaced the infusion set and the third fell off after showering. She stated that she inserts the infusion site into clean, dry skin and she does not perspire. No physiological effects were reported. The patient was sent replacement infusion sets and IV prep wipes. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.